Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-00319, 0001822565-2018-00320. Concomitant medical products: 00875705601 shell with cluster holes porous 56 mm o.d lot 62522412, 00885101236 neutral liner 36 mm i.d. Lot 62502288, 00877503603 biolox® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper 12/14 lot 2712175. Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported the patient experienced pain in right hip. No revision has been reported to date. No further information is available at this time.